Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5043090) on 20-jul-2015. The most recent information was received on 17-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube)") and pelvic pain ("ongoing pain/pain: pelvic") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity and acne. Previously administered products included for birth control: nuva ring in 2010 and mirena in 2010. Past adverse reactions to the above products included menorrhagia with mirena and nuva ring. Concurrent conditions included overweight, fibromyalgia, pain in joint, back pain, insomnia, rash and night sweats. Concomitant products included fluoxetine hydrochloride (prozac), naproxen sodium (aleve tablet) and paracetamol (tylenol). In 2013, the patient experienced tenderness ("tenderness "). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device location of device: uterus and near cervix"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs made worse"), constipation ("constipation"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fibromyalgia ("fibromyalgia"), allergy to metals ("nickel allergy"), depression ("depression"), anxiety ("anxiety"), biopsy skin ("skin punch for breast cancer screening"), vaginal discharge ("vaginal discharge"), breast cancer ("breast cancer scare"), urticaria ("hives on face"), weight increased ("gain of approx 30 lbs with no change in diet or exercise regimen"), vulvovaginal pain ("pain: vaginal"), arthralgia ("pain: joints"), back pain ("pain: back") and oropharyngeal pain ("pain: throat"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced rash ("scaly rash around areola"), dermatitis atopic ("atopic dermatitis"), eczema ("eczema dermatitis of nipples") and pain ("body pain"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, device expulsion, tenderness, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, constipation, alopecia, bacterial vaginosis, migraine, headache, nausea, fibromyalgia, allergy to metals, depression, anxiety, rash, dermatitis atopic, biopsy skin, vaginal discharge, breast cancer, urticaria, weight increased, vulvovaginal pain, arthralgia, back pain, oropharyngeal pain and pain outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bacterial vaginosis, biopsy skin, breast cancer, constipation, depression, dermatitis atopic, device expulsion, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, fibromyalgia, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, oropharyngeal pain, pain, pelvic pain, rash, tenderness, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment : this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 17-oct-2018: the case is incident. Reporter information was updated/added. Her demographic was added. Her historical/concurrent conditions were added. Lab data was added. Essure insertion date was updated, removal date was added. Her concomitant medications were added. Per plaintiff fact sheet following events: uterine perforation (perforation (uterus), perforation (fallopian tube), abnormal bleeding (vaginal/menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, ibs made worse, constipation, hair loss, bacterial vaginosis, malposition of essure device location of device: uterus and near cervix, migraines/headaches, nausea, fibromyalgia, nickel allergy, anxiety, scaly rash, eczema, dermatitis of nipples, skin punch for breast cancer screening, vaginal discharge, breast cancer scare, hives on face, gain of approx 30 lbs with no change in diet or exercise regimen, pain: vaginal, pain: joints, pain: back, body ,throat added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.